Manufacturer narrative:
(B)(4). (B)(6). Manufacture date requested but not available at the time of this report. Field service specialist (fss) visited the account and confirmed. Examined the system and no obvious problem was noticed but system will not pass self test. Replaced parts, aligned the laser and calibrated cameras and energy. Verified all laser functions and system is operating to abbott specifications.

Event description:
It was reported that when treating a hyperopic patient the system reported an error and procedure was not completed in patient's left eye. Patient was converted to photorefractive keratectomy procedure. It was reported that bandage contact lens and routine post-op drop regimen was used.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation an optical problem was found. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.